Manufacturer narrative:
Updated sections: g6, h2, h6, and h11. A field service engineer (fse) went on site to evaluate the device. The fse conducted a pneumatics inspection and identified no problems with the device. The pressurization fault was likely caused by an issue with the circuit connection.

Manufacturer narrative:
Some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while removing patient from the device and reattaching the patient, the unit failed to repressurize and the user had to press the reset and power button several times. Complainant indicated that there was no adverse effect to the patient due to the reported issue.